Manufacturer narrative:
The product was not returned for evaluation so we are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospitalization. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 113: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem. Checking your blood glucose 7 / page 97: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient had to be hospitalized via ambulance due to low blood glucose (bg) levels of less than 1 mmol/l (18 mg/dl). The patient stated that she was having issues with the omnipod personal diabetes manager (pdm) turning on and off while she was trying to program it, she started feeling that it was over delivering insulin. The patient tried to bring her blood glucose levels up by eating 4 different meals and taking a lot of sugar but the levels did not increase. The ambulance was called by her niece and the patient was taken to the hospital where she was given food (sandwiches), as well as glasses of juice, and intravenous (IV) glucose to raise her sugar. The patient stated that she is getting needles and a bottle of insulin to cover her delivery needs as a second method.

Manufacturer narrative:
The device was booted without issue and no power loss was noted during operation. No damages or defects were found that would cause the device to intermittently power off. Data downloaded from the device indicates the user settings allow for a max basal rate of 4u/hr and a max bolus of 0.05u. The insulin summary indicates on (B)(6) 2019 the customer received 89.65u of insulin. On the same date, the basal rate was set between 3.50u-4.00u. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery. No other damages or defects were found that would cause an over delivery of insulin.